Event description:
It was reported that the right ventricle lead exhibited high pacing impedance. During surgery it was noted that the right ventricle lead had fractured. The right ventricle lead was explanted and replaced. No patient consequences.

Manufacturer narrative:
The reported events of high pacing impedance, conductor fracture, and unacceptable capture were not confirmed. A complete lead was returned in three pieces. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received.

Manufacturer narrative:
Correction: h3.